Event description:
It was reported that during an atrial tachycardia (at) procedure, it is reported that the shaft is split exposing the insulation between the 1st and third electrode. Upon the follow up, the customer stated, there was no difficulty in removing the catheter. They used agilis 8.5 fr sheath. The case was completed without any patient consequence.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4)

Manufacturer narrative:
(B)(4) it was reported that during an atrial tachycardia (at) procedure, it is reported that the shaft is split exposing the insulation between the 1st and third electrode. Upon the follow up, the customer stated, there was no difficulty in removing the catheter. They used agillis 8.5 fr sheath. The case was completed without any patient consequence. Upon receipt, the catheter was visually inspected and it was found in good conditions. No detach or expose sections were found. There is a space covered with adhesive in the same place the customer is reporting, but that's where the t bar lies (part of the deflection mechanism) and it's part of the catheter design. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed.